Manufacturer narrative:
This complaint is related to MDR # 1828100-2013-01012.

Event description:
It was reported to the sales representative by the perfusionist, that during use of the device for a cardiopulmonary bypass procedure, the flow sensor did not read flow for a short amount of time. The device was not changed out, as the perfusionist continued to use the suspect flow sensor. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.